Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device.

Manufacturer narrative:
(B) (4). Conclusions: the deficiency as stated in the user report was confirmed during the investigation. The issue was likely caused by a fractured component of the screw mechanism of the lead.